Event description:
It was reported the patient presented following implant procedure. During interrogation, it was discovered the leadless pacemaker (lp) was sensing spikes not corresponding to the qrs complex. Fluoroscopy confirmed the lp had dislodged into the right atrium. The physician attempted to remove the lp but the retrieval catheter would not connect due to the angle of the device. A computed tomography scan (CT) scan was completed, and the leadless pacemaker then migrated again to what appeared to be the azygos vein. A tri loop snare was utilized to remove the lp and replace it with a transvenous pacemaker. There were no patient consequences.

Event description:
New information noted the leadless pacemaker (lp) was inappropriately pacing the atrium when it had dislodged.

Event description:
It was reported the patient presented following implant procedure. During interrogation, it was discovered the leadless pacemaker (lp) was sensing spikes not corresponding to the qrs complex. Fluoroscopy confirmed the lp had dislodged into the right atrium. The physician attempted to remove the lp but the retrieval catheter would not connect. A tri loop snare was utilized to remove the lp and replace it with a transvenous pacemaker. There were no patient consequences.